Event description:
Pilot balloon on the shiley trach tube was split at seam causing air to leak and deflate cuff. The trach tube was replaced. The pt condition was not provided by the reporter.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.